Manufacturer narrative:
The device history record for lot 30192274 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The returned sample was photographed upon receipt to look for any potential abnormalities like hardened material around the tubing prior to decontamination, no visible crusty, hardened material seen. After the decontamination process, the sample was examined and inspected. There were no identified burrs, sharp edges, and flashing that could tear any surface. Based on sample evaluation, the incident could not be confirmed, and a root cause could not be identified. All information reasonably known as of 03 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 23 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device evaluation anticipated but not begun.

Event description:
It was reported that the peg (percutaneous endoscopic gastrostomy) tube was placed on (B)(6) 2022 and the pull method was used. The patient sustained an esophageal tear after pulling the peg tube through. Surgery was required for esophageal repair. The peg tube in-use for 58 days and was removed on (B)(6) 2023. The patient's status was reported to be in home care without ventilation or oxygen requirements. Per additional information received on 06feb2023, the patient was transferred to ICU (intensive care unit) post oesophageal repair and was on antibiotics and pain relief. The patient is home and healed well.